Event description:
A customer reported to baxter product surveillance of a vial mate reconstitution device in which the reconstituted medication cefazolin, leaked back into the vial from an unknown 250ml bag. This condition occurred while medication was being administered to a patient. All connections were secure. The needle of the device was penetrating the stopper. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress.